Event description:
Philips received a complaint on and intellivue x3 patient monitor indicating that there was a speaker malfunction. It is unknown if there was sound being produced. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A field service engineer spoke to the customer who had initially indicated a speaker malfunction; however, the customer stated they had resolved the issue. No analysis or work was performed by philips. The customer did not provide information regarding how the issue was resolved. The product malfunction was unable to be confirmed because the customer resolved the issue on their own. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.